Manufacturer narrative:
Date of event is approximate. The device serial numbers or manufacturing numbers were not provided. Customer's mailing address and email address was not provided. The complaint was received from a consumer in poland. Manufacture date not provided or identifiable.

Event description:
The customer reported that their easyclean powered toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
D4: the device serial numbers or manufacturing numbers were identified and updated. E1: customer contact information, mailing address was identified and updated. H4: manufacture date was identified and updated. Analysis results: the cause of the complaint was a failed shaft press fit.